Event description:
The hospital reported that during an endoscopic vessel harvesting procedure with vasoview hemopro 2 dissection went fine, but during branch legation after about 20 minutes there was excessive smoke and didn't cauterize well. The jaws were cleaned and other maneuvers to evacuate smoke from tunnel, but smoking continued. A replacement device was used to complete the procedure.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection was conducted and determined that there was tissue buildup and char on the heater element and within the hinge area. The jaws were cleaned and an electrical evaluation was conducted. A pre-cautery test as was performed per the instructions for use (IFU) with a reference cable and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced steam and heat during 5-second activations and shut off when the toggle was released. A polyfuse electrical test was performed with the same ref power supply, adapter cable and extension; the polyfuse successfully shut off power to the heater after prolonged periods of time and activated after the device cooled. The pre-cautery test was repeated 10 times and no excess of smoke could be reproduced during our testing. The device was tested for temperature and resistance. The device passed both test. Based on the evaluation and test results, the reported complaint could not be confirmed. A lot history record review was completed for the reported product lot number. There was no non conformance recorded in the lot history.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).